Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness. When a fingerstick was taken by the medical staff the cgm reading was 134 mg/dl, and the blood glucose reading was 35 mg/dl. The patient was brought to the hospital with an ambulance and regained consciousness in the emergency room. The patient did not have a lot of memory from the event but stated that she was given crackers and a box of juice. The patient stayed for 1 day at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.